Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been is inconclusive. The second bifurcated device was not available for evaluation. There was adequate medical documentation and imaging studies available for review. Product use might have been incongruent with the IFU, and might have contributed to this complaint due to: multiple patent lumbar arteries; left iliac artery > 32 mm (36 mm diameter) with the aneurysm extending to the hypogastric artery, and >90 degree right iliac artery. The patient's use of antiplatelet therapy, along with unresolved endotension, and additional interventions/manipulation of the system, might have contributed to this complaint. The root cause of difficulty to advance the bifurcated device was possibly due to previous endologix and viabahn stents, difficult anatomy, and other contributing factors. There were four additional procedures to either diagnose or treat the endoleaks. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Correction data: implanted date: (B)(6) 2012.

Event description:
It was reported that approximately 23 months post implant of a bifurcated, suprarenal aortic extension and a limb extension an endoleak persisted. The physician decided to reline the device with a bifurcated. When physician was in the process of switching out wires, he went through the existing suprarenal stent which made it difficult to advance the bifurcated device. After getting it to advance; the top of the stent deployed once it hit the suprarenal aortic extension where the wire went through. Physician then elected to remove the bifurcated that he was trying to implant, and go in with a competitors device. However, once the competitors device was completely deployed the endoleak was still present.